Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading cartridges onto the pump. Reportedly, the customer observed that the fill estimate displayed was lower than what the customer expected to see. Additionally, on certain occasions, the customer manually removed insulin from the cartridge and observed that the cartridge contained approximately 20 units more insulin than when the insulin gauge displayed. The customer declined further assistance from tandem technical support from tandem technical support. There was no reported impact to the customer's blood glucose level.